Event description:
I became sick with a variety of symptoms over the past 2 years including joint and muscle pain, insomnia, vertigo, brain fog, and severe chest pain. These symptoms became worse over time and my primary care doctor could not find a reason. I became incapacitated and felt like I might die when I read an article about breast implant illness. I saw a plastic surgeon who confirmed this diagnosis and I had an MRI that showed a rupture in one implant. I had an en bloc explant procedure to remove them. My chest pain is completely gone although I am left with horribly deformed breasts. I still suffer from extreme joint pain, muscle pain, insomnia, vertigo, and brain fog. My life has been ruined and my husband also has been effected. I have severe depression from what has happened to me. FDA safety report ID# (B)(4).